Event description:
In 2008: customer reports the room would not come up first thing monday morning. And the facility questions any relationship to the time change. They had a room that could be used for some of the scheduled procedures, but not all of them.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshoot sedecal generator per sedecal generator with integrated console service manual and found the f3 fuse blown on the interface drac pcb. Fse replaced fuse f3. Powered up system, checked all fluoroscopic and spot x-ray functions per sedecal generator service manual. Checked image quality in all magnification modes, checked all table movements per hydradjust plus installation and service manual. System returned to full service by the customer.